Event description:
It was reported that during an open rectum procedure, the device could close normally, but after the surgeon cut, there were no staples in the tissue or in the device. The device was empty. Another device was used to complete the procedure. There were no severe consequences to the pt reported.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.